Manufacturer narrative:
Additional concomitant medical products: atenolol, klonopin, hyoscysmine, phenergan, coumadin, and norco. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2018, revealed a proximal type I endoleak. There is aneurysm sac enlargement, exact amount is unknown. The physician reintervened on (B)(6) 2018, and implanted a gore® excluder® aaa endoprosthesis (B)(4), to reline the currently implanted device. The endoleak was resolved and the patient tolerated the procedure.